Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a couple months ago. Additional suspects medical device component involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 21160212, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients scs system was not providing adequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure.

Manufacturer narrative:
Exact date unknown, event occurred in approximately a couple months ago.

Event description:
It was reported that the patients scs system was not providing adequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure.